Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 650 mg/dl. The customer had been experiencing high blood glucose levels all night, and was unable to get them down. Troubleshooting was attempted, but the customer was having difficulty navigating through the screens. Assisted the customer with rewinding and priming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.